Event description:
This is an adverse even recorded on a crf as part of the us rfa registry for barrett's esophagus. This pt was enrolled with a 3 cm non-dysplastic barrett's esophagus. After a secondary focal ablation pt was observed to have a moderate stricture which was dilated with some hemostasis. Pt tolerated procedure well and was reassured. Per the physician the severity of this event was mild and relationship of the event to the device procedure was not related and there was no device malfunction.